Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 22.3cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified right coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, while advancing to the lesion, the catheter snapped. The device was removed fractured and the procedure was completed with another of the same device. No patient complications were reported.